Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("coils appeared to be slightly mal-positioned"), pelvic pain ("pelvic pain / pain") and genital haemorrhage ("irregular bleeding") in a 36-year-old female patient who had essure (batch no. 625978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included overweight. Previously administered products included for an unreported indication: depo provera in january 2008. Concurrent conditions included cervical dysplasia and uterine bleeding (irregular .). Concomitant products included norethisterone (mini-pill) for bleeding genital as well as solpadeine (tylenol 1). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding vaginal"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhoea"), fatigue ("fatigue / fatigue"), fungal infection ("consistent yeast infection / yeast infection"), weight increased ("weight gain / weight gain"), menstruation irregular ("irregular menses"), depression ("depression"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), back pain ("lower back pain") and pain in extremity ("upper leg pain"). On 12-oct-2011, 3 years 7 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and polymenorrhoea ("two periods the previous month"). On 4-sep-2013, the patient experienced abdominal pain lower ("lower abdominal pain / abdomen (lower stomach)"). On (B)(6) 2014, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia /heavy periods"), abdominal pain ("abdominal pain"), hypersensitivity ("allergic reactions"), rash ("skin rashes / skin rashes"), teeth brittle ("brittle teeth"), metrorrhagia ("metrorrhagia"), amenorrhoea ("amenorrhea,"), abdominal distension ("bloating") and allergy to metals ("cannot wear fake jwellery which ofen has nickel in it.") With pruritus. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, d&c), surgery (total laparoscopic hysterectomy with bilateral salpingectomy, d&c), surgery (underwent a procedure to remove the essure, d&c) and surgery (d&c). Essure was removed on 14-jul-2016. At the time of the report, the device breakage, vaginal haemorrhage, depression, back pain, pain in extremity and allergy to metals outcome was unknown and the device dislocation, pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, fatigue, fungal infection, weight increased, hypersensitivity, rash, teeth brittle, polymenorrhoea, abdominal pain lower, metrorrhagia, dysfunctional uterine bleeding, amenorrhoea, abdominal distension, menstruation irregular, dyspareunia and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amenorrhoea, back pain, depression, device breakage, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, metrorrhagia, pain in extremity, pelvic pain, polymenorrhoea, rash, teeth brittle, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Symptoms have virtually all resolved. Coils noted in both tubes. There were no pieces left behind. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Ultrasound pelvis - on 9-sep-2013: menorrhagia; on 4-oct-2014: dysfunctional uterine bleeding ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysfunctional uterine bleeding". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: summons received. Added event cannot wear fake jewelry which often has nickel in it, her skin to turn green and itch. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('coils appeared to be slightly mal-positioned/ migration'), pelvic pain ('pelvic pain / pain') and genital haemorrhage ('irregular bleeding/ abnormal bleeding') in a 36-year-old female patient who had essure (batch no. 625978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included overweight. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included cervical dysplasia and uterine bleeding (irregular .). Concomitant products included norethisterone (mini-pill) for bleeding genital as well as paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding vaginal"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhoea"), fatigue ("fatigue / fatigue"), fungal infection ("consistent yeast infection / yeast infection"), menstruation irregular ("irregular menses"), depression ("depression"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), back pain ("lower back pain") and pain in extremity ("upper leg pain") and was found to have weight increased ("weight gain / weight gain"). On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and polymenorrhoea ("two periods the previous month"), 3 years 7 months after insertion of essure. On (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdominal pain / abdomen (lower stomach)"). On (B)(6) 2014, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia /heavy periods"), abdominal pain ("abdominal pain"), hypersensitivity ("allergic reactions/ hypersensitivity symptoms/ allergy and symptoms"), rash ("skin rashes / skin rashes"), teeth brittle ("brittle teeth"), metrorrhagia ("metrorrhagia"), amenorrhoea ("amenorrhea,"), abdominal distension ("bloating"), allergy to metals ("cannot wear fake jwellery which ofen has nickel in it.") With pruritus allergic, autoimmune disorder ("auto-immune symptoms") and anaemia ("anemia"). The patient was treated with surgery (d&c, total laparoscopic hysterectomy with bilateral salpingectomy, d&c and underwent a procedure to remove the essure, d&c). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, vaginal haemorrhage, depression, back pain, pain in extremity, allergy to metals, autoimmune disorder and anaemia outcome was unknown and the device dislocation, pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, fatigue, fungal infection, weight increased, hypersensitivity, rash, teeth brittle, polymenorrhoea, abdominal pain lower, metrorrhagia, dysfunctional uterine bleeding, amenorrhoea, abdominal distension, menstruation irregular, dyspareunia and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amenorrhoea, anaemia, autoimmune disorder, back pain, depression, device breakage, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, metrorrhagia, pain in extremity, pelvic pain, polymenorrhoea, rash, teeth brittle, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Symptoms have virtually all resolved. Coils noted in both tubes. There were no pieces left behind. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Ultrasound pelvis - on 09-sep-2013: results: menorrhagia; on 04-oct-2014: results: dysfunctional uterine bleeding. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysfunctional uterine bleeding". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('coils appeared to be slightly mal-positioned/ migration'), pelvic pain ('pelvic pain / pain') and genital haemorrhage ('irregular bleeding/ abnormal bleeding') in a 36-year-old female patient who had essure (batch no. 625978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included overweight. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included cervical dysplasia and uterine bleeding (irregular .). Concomitant products included norethisterone (mini-pill) for bleeding genital as well as paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding vaginal"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhoea"), fatigue ("fatigue / fatigue"), fungal infection ("consistent yeast infection / yeast infection"), menstruation irregular ("irregular menses"), depression ("depression"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), back pain ("lower back pain") and pain in extremity ("upper leg pain") and was found to have weight increased ("weight gain / weight gain"). On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and polymenorrhoea ("two periods the previous month"), 3 years 7 months after insertion of essure. On (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdominal pain / abdomen (lower stomach)"). On (B)(6) 2014, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia /heavy periods"), abdominal pain ("abdominal pain"), hypersensitivity ("allergic reactions/ hypersensitivity symptoms/ allergy and symptoms"), rash ("skin rashes / skin rashes"), teeth brittle ("brittle teeth"), metrorrhagia ("metrorrhagia"), amenorrhoea ("amenorrhea,"), abdominal distension ("bloating"), allergy to metals ("cannot wear fake jewellery which often has nickel in it.") With pruritus allergic, autoimmune disorder ("auto-immune symptoms") and anaemia ("anemia"). The patient was treated with surgery (d&c, total laparoscopic hysterectomy with bilateral salpingectomy, d&c and underwent a procedure to remove the essure, d&c). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, vaginal haemorrhage, depression, back pain, pain in extremity, allergy to metals, autoimmune disorder and anaemia outcome was unknown and the device dislocation, pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, fatigue, fungal infection, weight increased, hypersensitivity, rash, teeth brittle, polymenorrhoea, abdominal pain lower, metrorrhagia, dysfunctional uterine bleeding, amenorrhoea, abdominal distension, menstruation irregular, dyspareunia and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amenorrhoea, anaemia, autoimmune disorder, back pain, depression, device breakage, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, metrorrhagia, pain in extremity, pelvic pain, polymenorrhoea, rash, teeth brittle, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff sought treatment for her symptoms. Symptoms have virtually all resolved. Coils noted in both tubes. There were no pieces left behind. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Ultrasound pelvis - on (B)(6) 2013: results: menorrhagia; on (B)(6) 2014: results: dysfunctional uterine bleeding. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysfunctional uterine bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Events added: anemia, auto-immune symptoms. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. .

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coils appeared to be slightly mal-positioned"), pelvic pain ("pelvic pain / pain"), device breakage ("device breakage") and genital haemorrhage ("irregular bleeding") in a 27-year-old female patient who had essure (batch no. 625978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included overweight. Previously administered products included for an unreported indication: depo provera in (B)(6) 2008. Concurrent conditions included cervical dysplasia and uterine bleeding (irregular .). Concomitant products included norethisterone (mini-pill) for bleeding genital as well as solpadeine (tylenol 1). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding vaginal"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhoea"), fatigue ("fatigue / fatigue"), fungal infection ("consistent yeast infection / yeast infection"), weight increased ("weight gain / weight gain"), menstruation irregular ("irregular menses"), depression ("depression"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), back pain ("lower back pain") and pain in extremity ("upper leg pain"). On (B)(6) 2011, 3 years 7 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant) and polymenorrhoea ("two periods the previous month"). On (B)(6) 2014, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), hypersensitivity ("allergic reactions"), rash ("skin rashes / skin rashes"), teeth brittle ("brittle teeth"), abdominal pain lower ("lower abdominal pain / abdomen (lower stomach)"), metrorrhagia ("metrorrhagia"), amenorrhoea ("amenorrhea,") and abdominal distension ("bloating"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, d&c), surgery (underwent a procedure to remove the essure, d&c) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy, d&c). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, fatigue, fungal infection, weight increased, hypersensitivity, rash, teeth brittle, polymenorrhoea, abdominal pain lower, metrorrhagia, dysfunctional uterine bleeding, amenorrhoea, abdominal distension, menstruation irregular, dyspareunia and alopecia had resolved and the device breakage, vaginal haemorrhage, depression, back pain and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amenorrhoea, back pain, depression, device breakage, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, metrorrhagia, pain in extremity, pelvic pain, polymenorrhoea, rash, teeth brittle, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Symptoms have virtually all resolved. Coils noted in both tubes. There were no pieces left behind. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Ultrasound pelvis - on (B)(6) 2013: menorrhagia; on (B)(6) 2014: dysfunctional uterine bleeding. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysfunctional uterine bleeding". Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record was received events added from pfs- irregular menses, depression, dyspareunia, hair loss, lower back pain, upper leg pain, she did not undergo confirmation test and abnormal bleeding vaginal, dysmenorrhea, yeast infection, weight gain, fatigue, pain, skin rashes, abdomen (lower stomach), device breakage. Reporter information, concomitant disease, historical condition, historical drug was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("coils appeared to be slightly mal-positioned"), pelvic pain ("pelvic pain / pain") and genital haemorrhage ("irregular bleeding") in a 27-year-old female patient who had essure (batch no. 625978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included overweight. Previously administered products included for an unreported indication: depo provera in (B)(6) 2008. Concurrent conditions included cervical dysplasia and uterine bleeding (irregular .). Concomitant products included norethisterone (mini-pill) for bleeding genital as well as solpadeine (tylenol 1). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding vaginal"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhoea"), fatigue ("fatigue / fatigue"), fungal infection ("consistent yeast infection / yeast infection"), weight increased ("weight gain / weight gain"), menstruation irregular ("irregular menses"), depression ("depression"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), back pain ("lower back pain") and pain in extremity ("upper leg pain"). On (B)(6) 2011, 3 years 7 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and polymenorrhoea ("two periods the previous month"). On (B)(6) 2014, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), hypersensitivity ("allergic reactions"), rash ("skin rashes / skin rashes"), teeth brittle ("brittle teeth"), abdominal pain lower ("lower abdominal pain / abdomen (lower stomach)"), metrorrhagia ("metrorrhagia"), amenorrhoea ("amenorrhea,") and abdominal distension ("bloating"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, d&c). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, vaginal haemorrhage, depression, back pain and pain in extremity outcome was unknown and the device dislocation, pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, fatigue, fungal infection, weight increased, hypersensitivity, rash, teeth brittle, polymenorrhoea, abdominal pain lower, metrorrhagia, dysfunctional uterine bleeding, amenorrhoea, abdominal distension, menstruation irregular, dyspareunia and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amenorrhoea, back pain, depression, device breakage, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, metrorrhagia, pain in extremity, pelvic pain, polymenorrhoea, rash, teeth brittle, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Symptoms have virtually all resolved. Coils noted in both tubes. There were no pieces left behind. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Ultrasound pelvis - on (B)(6) 2013: menorrhagia; on (B)(6) 2014: dysfunctional uterine bleeding. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysfunctional uterine bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality-safety evaluation of ptc (product technical problem ) on 13-aug-2018: upon routine quality monitoring activity, intervention required was selected for device dislocation and genital haemorrhage. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('coils appeared to be slightly mal-positioned/ migration'), device expulsion ('foreign body in uterus'), pelvic pain ('pelvic pain / pain') and genital haemorrhage ('irregular bleeding/ abnormal bleeding') in a 36-year-old female patient who had essure (batch no. 625978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included overweight, chronic cervicitis, nabothian cyst and paratubal cyst. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included cervical dysplasia and uterine bleeding (irregular .). Concomitant products included norethisterone (mini-pill) for bleeding genital as well as paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding vaginal"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhoea"), fatigue ("fatigue / fatigue"), fungal infection ("consistent yeast infection / yeast infection"), menstruation irregular ("irregular menses"), depression ("depression"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), back pain ("lower back pain") and pain in extremity ("upper leg pain") and was found to have weight increased ("weight gain / weight gain"). On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and polymenorrhoea ("two periods the previous month"), 3 years 7 months after insertion of essure. On (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdominal pain / abdomen (lower stomach)"). On (B)(6) 2014, the patient experienced abnormal uterine bleeding ("dysfunctional uterine bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia /heavy periods"), abdominal pain ("abdominal pain"), hypersensitivity ("allergic reactions/ hypersensitivity symptoms/ allergy and symptoms"), rash ("skin rashes / skin rashes"), teeth brittle ("brittle teeth"), intermenstrual bleeding ("metrorrhagia"), amenorrhoea ("amenorrhea,"), abdominal distension ("bloating"), allergy to metals ("cannot wear fake jwellery which ofen has nickel in it.") With pruritus allergic, autoimmune disorder ("auto-immune symptoms") and anaemia ("anemia"). The patient was treated with surgery (d&c, robotic assisted laparoscopic total vaginal hysterectomy with essure coil removal and salpingectomy, total laparoscopic hysterectomy with bilateral salpingectomy, d&c and underwent a procedure to remove the essure, d&c). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, depression, back pain, pain in extremity, allergy to metals, autoimmune disorder and anaemia outcome was unknown and the device dislocation, pelvic pain, genital haemorrhage, heavy menstrual bleeding, dysmenorrhoea, abdominal pain, fatigue, fungal infection, weight increased, hypersensitivity, rash, teeth brittle, polymenorrhoea, abdominal pain lower, intermenstrual bleeding, abnormal uterine bleeding, amenorrhoea, abdominal distension, menstruation irregular, dyspareunia and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal uterine bleeding, allergy to metals, alopecia, amenorrhoea, anaemia, autoimmune disorder, back pain, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, menstruation irregular, pain in extremity, pelvic pain, polymenorrhoea, rash, teeth brittle, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Symptoms have virtually all resolved. Coils noted in both tubes. There were no pieces left behind. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Ultrasound pelvis - on (B)(6) 2013: results: menorrhagia; on (B)(6) 2014: results: dysfunctional uterine bleeding. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysfunctional uterine bleeding". Device expulsion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-jul-2021: mr received. Reporter information , other relevant history and event : " foreign body in uterus" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coils appeared to be slightly mal-positioned"), pelvic pain ("pelvic pain") and genital haemorrhage ("irregular bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, 3 years 7 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant) and polymenorrhoea ("two periods the previous month"). On (B)(6) 2014, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), vaginal haemorrhage ("heavy vaginal bleeding"), fungal infection ("consistent yeast infection"), menorrhagia ("menorrhagia"), weight increased ("weight gain"), hypersensitivity ("allergic reactions"), rash ("skin rashes"), teeth brittle ("brittle teeth"), abdominal pain lower ("lower abdominal pain"), metrorrhagia ("metrorrhagia"), amenorrhoea ("amenorrhea,") and abdominal distension ("bloating"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (underwent a procedure to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, fatigue, menorrhagia, weight increased, hypersensitivity, rash, teeth brittle, polymenorrhoea, abdominal pain lower, metrorrhagia, dysfunctional uterine bleeding, amenorrhoea and abdominal distension had resolved and the vaginal haemorrhage and fungal infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amenorrhoea, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, fungal infection, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, pelvic pain, polymenorrhoea, rash, teeth brittle, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Symptoms have virtually all resolved. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2013: menorrhagia; on (B)(6) 2014: dysfunctional uterine bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event menorrhagia, weight gain, allergic reactions, skin rashes, and brittle teeth, irregular bleeding, having two periods the previous month, lower abdominal pain, metrorrhagia, dysfunctional uterine bleeding, amenorrhea, bloating, mal positioned and pelvic pain, abdominal pain, fatigue was previously reported was added essure start date updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), vaginal haemorrhage ("heavy vaginal bleeding") and fungal infection ("consistent yeast infection"). The patient was treated with surgery (underwent a procedure to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, fatigue, vaginal haemorrhage and fungal infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, fungal infection, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.